Event description:
I had a total hip replacement in (B)(6) of 2013. I still have pain and limited mobility in that hip. My new doctor has given me a nerve block to reduce the pain because he says the hip implant is not symmetrical.